Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 400mg/dl. The caller mentioned that currently she is experiencing high and low blood glucose level. The customer stated that the settings were changed a week ago, and now she requested assistance to adjust them. Troubleshooting was performed. The drive support cap appears normal. Reviewed the alarm history and found multiple no delivery alarms. The reservoir was showing less insulin than what is shown on the status screen. Assisted the caller to run the displacement test and passed. The customer stated that the device was not exposed to a high magnetic field. The manual prime was performed and the insulin did exit. The customer stated when she pulled the site portion out of her body; she folded it up and possibly bent the cannula herself. No further information was provided.